Event description:
The silicone ring of the seal was catching on a 10mm device. The ring tore and small fragments fell into the pt's abdomen. The pieces were retrieved and the procedure completed with another port.